Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion - shut door - power off" was not reproduced. The pump installed with IV set and checked with the rate 100ml/hr and volume to be infused of 50ml and pressure gauge asset and the pump passed the test with7.75psi. A review of the event history log revealed "downstream occlusion - shut door - power off!" Message. A device history review revealed no issues that could have caused or contributed to the reported issue. The pump was found working properly when evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion, shut door - power off in the biomedical service department. There was no patient involvement. No additional information is available. There was no patient involvement. No additional information is available.